Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead presented to the emergency room due to congestive heart failure exacerbation. Lv loss of capture (loc) was observed. Boston scientific technical services (ts) discussed troubleshooting options. Available information indicates that this produce remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.